Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. A partial lead was returned in two pieces for analysis. Internal abrasion breaching the re cable lumen was found at 4.5 - 4.6 cm from distal tip. The etfe coating of one re cable was found to be abraded in this location.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high pacing threshold. The lead was explanted and replaced. The patient was not symptomatic due to the event. The patient was well before, during and post procedure.